Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported, the hospital took in a transport with a getinge non-fiber optic balloon and when connected to the arrow iabp(intra-aortic balloon pump) the connector kept alarming the arrow pump. They stated that the connector did not seem to fit very well. There was no reported injury to the patient.

Event description:
It was reported, the hospital took in a transport with a getinge non-fiber optic balloon and when connected to the arrow iabp(intra-aortic balloon pump) the connector kept alarming the arrow pump. They stated that the connector did not seem to fit very well. There was no reported injury to the patient.

Manufacturer narrative:
Corrected section: d1 - 'brand name' changed to sensation plus 8fr. 50cc iab. D4 - 'catalog #' changed to 0684-00-0575. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # : (B)(4).